Manufacturer narrative:
Updated information: d9 device return date added. The pump was explanted and the patient survived the procedure.

Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. It was reported that the purge cassette would not prime. Purge cassette replaced with a backup and primed as expected. Impella implanted without issues. No further purge issues with case. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.